Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing resulting in high ventricular rate (hvr) episodes. The rv lead was explanted and replaced on(B)(6) 2025. The patient was in stable condition.